Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a damaged display on the ilet pump, stating the screen appeared visually compromised and navigation was impaired despite being able to swipe to open; the device was replaced and the user used backup therapy until the replacement arrived. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no clinical impact requiring medical intervention. Investigation included review of user feedback, verification of serial number, shipping, and return logistics, and assessment of device functionality based on the reported display issue. Investigation of this case revealed that the device exhibited a screen defect consistent with physical damage to the display component, with functionality impacted to the extent that on-screen orientation could not be discerned. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display resulting in impaired usability of the pump interface.